Event description:
It was reported that during the operation, white flocculent material was found in the vizigo sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received indicating the issue was noticed upon entering the patient, it was discovered during the process of withdrawing blood. The material was not loose. The physician did not feel resistance while introducing or retracting the catheter and there was no damage that resulted in sharp or lifted rings. No insertion tool was used during the procedure.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, a white foreign material was observed outside of the hub. The origin of the material cannot be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).